Manufacturer narrative:
The 806 compressor 120v motor kit was returned for investigation. A visual inspection was conducted, and no anomalies were found. Functionality tests were performed by attaching the returned component to a failure investigation test ventilator, and successfully ran without any errors detected, as detailed in the 840 ventilator service manual. The unit was powered up normally, with no errors recorded in the diagnostic logs. It was set into normal ventilation mode, and ran for a minimum of 24 hours. The ventilator diagnostic logs were reviewed, and no errors were observed. No alarms were generated during the run in period. The customer reported malfunction was not verified.(B)(4).

Event description:
It was reported that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) replaced the compressor and solenoid valve assembly. All device tests then passed per manufacturer's specifications.